Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump display had scratches and that affect the ability to read the screen and also insulin pump was squirts insulin during priming. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated the insulin pump had diminished battery, no delivery alerts, rejects new batteries. Customer declined for troubleshooting. The insulin pump will not be returned for analysis.